Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. (B)(4).

Event description:
During follow-up, undersensing was noted on the device. Due to an arrhythmic patient, the automatic sensing test did not count five intrinsic signals. A manual sensing test was performed and the event was resolved. The patient is stable.